Event description:
The healthcare professional reported that approx. 20 months post implant, the valve was removed due to thrombosis. At re-operation, there was a dense 0.5cm thick fibrin deposit on the superior aspect of the leaflets.